Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited an error e315 (scope error unsupported scope). There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the e315 error message was most likely caused by fluid ingress into the scope connector and circuit board due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.